Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that the patient experienced pelvic pain, bleeding, and dyspareunia. It was reported that the patient underwent surgery for pubovaginal sling with rectus fascia harvest and mesh revision surgery on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/18/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.